Event description:
Follow up information indicated the lead replacement surgery resolved the impedance issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation decreases by itself. The patient contacted technical support who confirmed the system was auto reducing. A company representative met with the patient and reported high impedance for the sacral lead that was implanted. The scs system was programmed with coverage as less than optimal. The patient discussed options with the doctor which involved surgical intervention. During the surgery it was discovered the lead had migrated up. The lead was explanted and replaced.